Event description:
During a routine hemodialysis treatment, the operator inadvertently introduces air into the circuit while administering a fluid bolus which triggered an arterial air alarm. The circuit clotted due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently introduced air into the circuit during treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing air removal. Clotting of the circuit is attributed to the amount of time spent troubleshooting the alarm. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.